Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.

Event description:
It was reported that during patient use, the ventilator stopped ventilating. The patient was manually ventilated. The device was rebooted and started working and the readings were normal. There was no patient harm/injury reported as a result of this event.